Event description:
A customer reported that an ophthalmic cutting knives were found to be dull and trocars entry systems might not meet sharpness standards at an unknown timing. It was unknown if the surgery was completed. No patient impact was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Corrected information provided in section b.2, h.2 and h.11. This complaint record was created for the products that need to be returned due to recall of blades and trocars and not the actual customer complaints. Hence this report of dull blades and trocar does not meet criteria for reporting based on applicable medical device regulations. Therefore, this complaint needs to be downgraded. No further reports will be scheduled under mfg report num 2523835-2024-02177. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.